Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device. The device was returned with a non-glidewell fixture attached. The implant was received broken in two pieces. The implant was measured and confirmed to be a hahn tapered implant based on specifications. The implants treads appeared to have clamp markings and the threads were not fully circular. Bone debris was observed on the implant. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. Per the reported event the patient has type iii bone quality. The bone could be too soft type iii bone has a thin layer of cortical bone surrounding medium-density spongy bone. It has been shown that the quality and quantity of bone available at the implant site are very important patient factor in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. It is possible that the patient's bone quality may have been a factor for the implant's lack of primary stability. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be the factors causing the implant to fail to osseointegrate. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended. This report is 2 of 2. This report is for the event of loose implant with osseointegration issue. Please see report {3011649314-2019-00018/p2019-028.

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted. This report is 2 of 2. This report is for the event of loose implant with osseointegration issue. Please see report 3011649314-2019-00018/(B)(6).

Event description:
It was reported that an implant broke into two pieces, during removal as the implant lost osseointegration. The loss of osseointegration was noticed, after the delivery of the final prosthesis on tooth location #10. The patient had a "loose implant and pain." The implant site was infected and the implant was removed on (B)(6) 2019. The implant had been placed for approximately 3 years and during removal, the implant head broke and the implant split into two different pieces. An implant fixture remover tool was used to remove the remaining portion of the implant. The patient has type iii bone quality and no relevant preexisting medical nor dental history. Patient's condition is currently "satisfactory."